Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This report is being filed to correct the h6: patient code.

Event description:
It was reported that during an implant procedure, the field representative did telemetry with the device. However, this programmer's screen went blank and emitted burning smell. The programmer will be returned. No adverse patient effects reported.

Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that during an implant procedure, the field representative did telemetry with the device. However, this programmer's screen went blank and emitted burning smell. The programmer will be returned. No adverse patient effects reported.